Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 which was verified through a review of the event history log. The cause was identified through visual inspection as a damaged lower auxiliary flex. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 322 (link switch error low). There was no patient involvement. No additional information is available.